Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Device label code for f10. Position 3: 1701.

Event description:
The iab was inserted into the patient on 3/21/97. After iabp for about 5 1/2 hours, the iab leaked. Blood was noted int the tubing and the pump no longer functioned. On 4/11/97, datascope received the mandatory medwatch form from the user facility; uf/dist report #440133-1997-2. The following info was reported; the balloon ruptured on 3/20/97. There was no injury to the patient. On 4/24/97, datascope was notified that the iab would not be returned/released for evaluation. Event complications: unk - reported 3/25/97; none - reported 4/11/97, 4/24/97. Patient's current status: unk - rpt'd 3/25, 4/11/97.